Manufacturer narrative:
(B)(6). This product is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported that during the surgery, a "monomer not entering" issue occurred : the liquid was not absorbed into the tube. No surgical delay or patient injury have been reported

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the plunger was unlocked too early so the mix could not be done at the right time. Investigation results concluded that the product is conform; the mix could not be done since the plunger was released too early. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, a "monomer not entering" issue occurred: the liquid was not absorbed into the tube. No surgical delay or patient injury have been reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.